Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fluid inlet and has localized liquid leaks. However, no harm was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code). Additional information: due to characterization limit e1. (Event site name: hospital company - (B)(6) hospital. Telephone:(B)(6).

Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d10, g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the there was contamination with in the machine. As remediation actions, the fse cleaned out the machine and performed contamination control on the electronic boards. The unit passed all tests with positive results

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had liquids accidentally spill on the top of the trolley . There was no patient involvement reported.